Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was displaying multiple fault codes upon interrogation. The patient was admitted with syncope (loss of consciousness) secondary to no pacing output.